Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the lead was damaged at implant, and there was blood in/on the helix/lobe mechanism. The analyst noted that the lead was received with the helix fully retracted and the distal conductor was distorted within the connector. The distal conductor has been over-retracted.

Event description:
It was reported that the physician was not satisfied with the helix mechanism on the right ventricular lead. After multiple turns the helix did not come out. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.